Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. There is no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis. However, there is a probable association between breaking the sterile pathway of pd therapy and peritonitis. Further information has been solicited.

Event description:
A peritoneal dialysis (pd) patient reported the cycler was alarming with a patient line is blocked message during fill 2 of 3. The patient reported that she was being treated for peritonitis. Follow-up with the patient¿s peritoneal dialysis nurse (pdrn) reveals that the patient was diagnosed with peritonitis, and was prescribed vancomycin and ceftazidime via intraperitoneal (ip) route; dose regimens not reported. The patient¿s pd nurse reported that the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique and broke the sterile field during treatment.

Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted following evaluation. There is no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis. However, there is a probable association between breaking the sterile pathway of pd therapy and peritonitis. Further information has been solicited.

Event description:
A peritoneal dialysis (pd) patient reported the cycler was alarming with a patient line is blocked message during fill 2 of 3. The patient reported that she was being treated for peritonitis. Follow-up with the patient¿s peritoneal dialysis nurse (pdrn) reveals that the patient was diagnosed with peritonitis, and was prescribed vancomycin and ceftazidime via intraperitoneal (ip) route; dose regimens not reported. The patient¿s pd nurse reported that the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique and broke the sterile field during treatment.